Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the lead explant surgery (reference report number: 1627487-2018-05037 and 1627487-2018-05037 ) one lead (ab2376 at l3 position) was fractured. The alleged lead was explanted.